Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked it was reported by customer that they are expiring blood leakage verbatim: 2/9/25: xxxx ed rn reports "successful with sticks, only there are one or two drops of blood leaking out" xxxx ed rn - successful at sticking had "gross blood leakage with both 18g 1.25" non winged cathena and 20g 1" non winged cathena. 2/10/25: prcu unit xxxx pct "having lots of blood out of the hub". Ocs reported good technique on wet arm demo. Short stay/same day surgery - xxxx pct reports "gross blood leakage". She was part of the trial pre implementation and did not have this issue before the catheters arrived at aamc. Xxxx ed rn - lots of blood leaking, did not specify which gauge. Xxxx ed rn - seeing 1-2 drops of blood with insertion. Peds ed -xxxx rn reports blood leakage from 22g (lot #386861).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue.